Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 mg/dl. The customer stated that they had been experiencing low blood glucose for eight months and had a seizure once. The customer did not mention any form of treatment for their blood glucose levels. The customer did not have the insulin pump with them to troubleshoot the device at the time of the call. The customer did not return the product back for analysis.